Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/18/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported inability to lay down on right side, pain, discomfort, unable to stand for long periods of time, work commute difficult, affected ambulation, unable to lift things/bend over/sit in low chairs, had to alter lifestyle and limit working. Primary surgery dated (B)(6) 2007 and is being updated. Revision surgical report noted a relatively vertical socket with a 10 degree base changing liner being used and not revising acetabular cup. The external rotators were noted to be largely absent. Part/lot updated, stem and cup added to complaint. The complaint was updated on: may 6, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient suffers from pain, discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges loosening of cup.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.